Manufacturer narrative:
Siemens has shown due diligence in attempting to have the customer return the instrument for investigation; however, the customer unable to return the product for further investigation. Without the instrument, no investigation can be performed. The cause of this event is unknown.

Event description:
Customer reported that the advantus device produced a smoking smell. Visible smoke was observed. There is no report of injury due to this event.